Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found no issue on surgeon side cart (ssc) 1, and it worked normally. The fse replaced the right master tool manipulator (mtm) and the remote arm controller (rac) on the ssc. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The rac was analyzed and found to be in good condition. The rac was installed on the test system and tested for ten power cycles with no issue. The error could not be replicated. Isi has received the mtm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted rectal polypectomy surgical procedure, the patient side manipulator (psm) had a wide range of motion when the surgeon controlled the master tool manipulator (mtm). The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to check the scaling setting on the surgeon side console (ssc) touchpad. The customer replied that there was no problem with the setting. The mtm was also found to be noisy. The tse then guided the customer to reinstall the sterile adapter (sa) and power cycle the system. The procedure was completed with no reported injury. Isi followed up with the customer to obtain additional information. The ports were placed prior to identifying the issue. System functionality was checked after powering on the system. The system powered on with no errors. Isi technical support was not contacted for troubleshooting. The system was restarted to continue the procedure. The surgeon's head was inside the ssc¿s high resolution stereo viewer. The psm had a wide range of motion when the surgeon controlled the mtm in following mode. The surgeon's movement did not scale appropriately to the instrument. The movement was greater than intended. The instrument did move in the intended direction with the appropriate timing. Shakiness/friction was observed. There was no arm-to-arm interference. There were no external collisions. The issue was intermittent and required restarting the system.